Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient went for her post op appointment last thursday and a manufacturer's representative (rep); programmed her device. Patient stated on her way home from the surgeon's office she got into a car accident. Patient stated since the accident, the device has not been helping her right side at all. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-jan-23 clarifying that they had 2 implants with the most recent one placed in august. They went to the post-op appointment and the hcp tweaked it but on the way home the patient was in a car accident and it did not help at all.the patient had met with a manufacturer representative around september but it still did not work. In january 2019 the patient could barely walk their back was so bad. After the accident the patient went to the emergency room and the device was not working. The patient had other health issues come up but now wanted their programming adjusted so that it would work. No further complications were reported.